Event description:
It was reported that the device needed maintenance. During the device evaluation, ventec observed that the ventilator peep (positive end expiratory pressure) was low. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the ventilator low peep (positive endexpiratory pressure) was confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the ift.